Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this failure of the lens and the insertion tube was optical component problem, but the cause of failure of the lens and the insertion tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced a broken inner scope. The issue was identified during reprocessing after a diagnostic hysteroscopy. There were no reports of patient involvement.